Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
This is a complaint about the drug solution was not flowing. After replacing it with a new one, it was able to be administered properly. Customer reported that the patient was receiving chemotherapy using a syringe pump, and the syringe filled with anticancer drug n35j dispensed from the pharmacy was replaced with a new one filled with c35j. The patient was receiving continuous infusion at a rate of 2ml/h, but after 2 hours the syringe had not advanced by 1ml, so the nurse thought there was a problem with the syringe pump and changed it. After that, one hour later, because the drug solution did not decrease and the administration was not performed correctly, the chemotherapy was stopped, and the doctor performed a flush, considering the possibility of a cv route blockage, but the blockage could not be confirmed. When the priming work was performed to attach the drug again, the blockage alarm sounded. The c35j was exchanged for a new one, and appropriate administration became possible.

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: one connector along with an injector assembled to an infusion set, was provided to our quality team for investigation. Upon inspection, no damage or defects were identified within the connector that could prevent the proper flow of fluid. Functional testing was performed using the returned connector and injector. It was identified the luer of the injector was blocked, a piece of the syringe broken off and remained in the luer cone. Using a syringe and a new injector with the returned connector, fluid moved through the system without issue, no resistance or blockage was identified. A device history review was performed for connector lot 2305212, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported incident. Product undergoes a series of testing during manufacturing to ensure the quality and functionality of the device, including visual inspections along with flow rate, all records were reviewed for the reported connector lot and results were found to be acceptable. Three retained samples of the reported lot were used for additional evaluation. The samples were functionally tested and, in all cases, flow was observed and the product functioned as intended. It is possible the syringe piece found within the injector may have prevented proper flow, however, it was reported only the connector was replaced and flow was achieved, therefore we cannot verify this to be true for the reported incident. Based on our team's investigation and sample evaluation, we cannot identify a root cause related to our manufacturing process at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.